Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was inspected prior to use, the lead helix was rotated for more than 30 rounds externally but could not be extended. Physician replaced it with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts normal and within specification. If information is provided in the future, a supplemental report will be issued.